Manufacturer narrative:
This MDR is result of a retrospective review of complaints.t he RMA was authorized but not received so no further confirmation or investigation of the complaint is possible.

Event description:
On (B)(6) 2019, the user experienced an early sensor retirement thereby requiring early removal of the inserted device.